Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative gastric bypass to duodenal switch laparoscopic procedure, the patient had anastomosis leakage three weeks postop. The patient was re-operated by cleaning and draining the previous anastomosis. The event lead to four days extended patient hospitalization and extended surgical time 30 minutes or more due to the product problem.